Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it does show an inconsistency in the levels of additive in the tubes, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing. The samples were visually inspected for the presence of citrate additive, all tubes were found to contain the correct amount of citrate additive in the tube. Following visual inspection, samples were tested for the quantity of the citrate additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It has been reported that four bd vacutainer® buffered sodium citrate (9nc) blood collection tubes have been found with varying levels of additive after use. The following has been provided by the initial reporter: it was reported that the amount of additive in the blue top tube appeared to be inaccurate. Event description states, a house supervisor has pulled some of our blue top na citrate tubes and is questioning the amount of additive that is in each tube. With the naked eye it looks as if there is a different volume in each tube. This all has evolved from a discrepancy in results for one patient. I am leaning towards the fact that it was a collection issue and not a tube issue but I wanted to follow up with you to make sure you have not received any complaints from other customers" "she said they have 2 different lot numbers in house." Customer's response to info request states, yes this did happen with 6 different wing sets. They were not on the same patient, as this happened within a week time frame. I cannot provide patient identifiers. Additional info provided by customer states, the first two have a smaller amount of additive and the third has a larger amount. The last tube is lot 9036654 and has about the same amount as the third tube. Customer stated in regard to how product was pulled, "the phlebotomist says she takes a few from a shelf pack and puts them in a smaller container on her cart and had recently moved tubes over when the collections occurred. The tubes were likely near one another in the pack, however she cannot be certain they were in the same row."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9065706 medical device expiration date: 2019-12-31. Device manufacture date: 2019-03-06. Medical device lot #: 9036654. Medical device expiration date: 2019-11-30. Device manufacture date: 2019-02-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that four bd vacutainer® buffered sodium citrate (9nc) blood collection tubes have been found with varying levels of additive after use. The following has been provided by the initial reporter: it was reported that the amount of additive in the blue top tube appeared to be inaccurate. Event description states, a house supervisor has pulled some of our blue top na citrate tubes and is questioning the amount of additive that is in each tube. With the naked eye it looks as if there is a different volume in each tube. This all has evolved from a discrepancy in results for one patient. I am leaning towards the fact that it was a collection issue and not a tube issue but I wanted to follow up with you to make sure you have not received any complaints from other customers." "She said they have 2 different lot numbers in house." Customer's response to info request states, yes this did happen with 6 different wing sets. They were not on the same patient, as this happened within a week time frame. I cannot provide patient identifiers. Additional info provided by customer states, the first two have a smaller amount of additive and the third has a larger amount. The last tube is lot 9036654 and has about the same amount as the third tube. Customer stated in regard to how product was pulled, "the phlebotomist says she takes a few from a shelf pack and puts them in a smaller container on her cart and had recently moved tubes over when the collections occurred. The tubes were likely near one another in the pack, however she cannot be certain they were in the same row."